Event description:
While brushing teeth the brush-head detached from the toothbrush and began to choke. Rptr was able to cough up the brush head. The unit did not break, it simply came loose from the vibration of the electric handle. No physical injuries occurred.